Manufacturer narrative:
Additional information was added to g4 (update to combination product field), h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had restricted or low flow which contributed to excessive delays in therapy of more than 72 hours. This was discovered during use of the device for peritoneal dialysis (pd) therapy. Heparin was administered, however there was no improvement. The transfer set was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.